Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was presented remotely. The patient's implantable cardiac monitor was recording premature ventricular contractions combined with variable sinus rate and variable atrioventricular conduction a atrial fibrillation episodes. No intervention was performed. The patient was in stable condition.